Event description:
Customer reported device would not pass self test, no reported pt involvement. Reported condition was duplicated by service representative. Device was repaired and proper operation confirmed.